Event description:
It was reported that when using the bd pyxis¿ anesthesia station es required replacing the maintenance configuration file and was not retaining or displaying recent patients. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not retaining or showing recent patients and requested to replace the maintenance configuration file. The technical support specialist dialed into a-station and logged in as cfn admin. Found maintenance service not running. Then the tss renamed old appsetting.json, transferred new files to the specified folder, restarted maintenance service, confirmed new logs and station purge running. Rebooted station, verified service still running, ran query to check purge queue (at 253238 and increasing). Confirmed db in good condition (<3.5gb). The tss informed the customer for verification, received confirmation, and closed the case. The system functioned as intended after the technical support specialist repaired the device.